Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cardio cath lab, the md punctured a pt's left femoral artery and inserted the super arrow-flex (saf) sheath with dilator. The md attached a one way valve and vacuumed the balloon catheter twice while the intra-aortic balloon (iab) was inside the tray, to wrap the balloon tightly. The md took the catheter from the tray horizontally per the instructions for use. During the iab catheterization, the balloon stopped advancing and stuck in the saf sheath. The md could not pass the iab through the saf sheath due to critical resistance. As a result, the md decided to remove the saf sheath and balloon catheter together from the site and open a new iab kit. Using the same insertion site the md used a new sheath and balloon catheter and finished the catheterization. There was no reported pt death or injury. No excessive bleeding during the procedure. Medical/surgical intervention was not required. The therapy was delayed/interrupted for 5 minutes, until the second iab could be inserted. The pt's outcome is listed as "fine".